Event description:
Per the clinic, the patient sustained a trauma to the head at the implant site resulting in skin flap dehiscence and the decision to explant the device. The patient was explanted (B)(6), 2011. Reimplantation is planned but has not occurred as of the date of this report, (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the patient was reimplanted with a new device on (B)(6) 2012. This report is filed (B)(4) 2012.